Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Event description:
While servicing the device, an authorized field service engineer (fse) found that the interface on the inverter pca that connects to the display had burned.